Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope was analyzed and found the distal window located at distal tip was visually inspected and found cracked. Additional observation not reported by site: the endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located near integrated connector of the endoscope cable. The complaint regarding the damaged endoscope was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0°-endoscope plus instrument was switching lens was broken. No further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.